Manufacturer narrative:
(B)(4).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. A review of the lhr was not possible as the lot number was not provided.

Event description:
It was reported by the aci clinical specialist that a male patient underwent a diagnostic coronary procedure on (B)(6) 2013. Access was obtained in the right groin via a 6f sheath (model unknown). A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel size to be 6-7mm. Following the procedure, the physician selected the mynxgrip vascular closure device 6f/7f to close the access site. It was reported that immediately after the device deployment, the patient developed a 3 inch x 3 inch hematoma at the access site. Manual pressure was applied to the hematoma for 20 minutes at which time the hematoma was resolved. The patient was hospitalized. The patient's hospitalization was not mynx device/mynx procedure related. The patient's discharge date was not reported.